Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b3, b5, d11, h10: b5: during a subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the drill was heating up, and the bit came loose on the attachment device. The reporter confirmed that all the devices were used together. Therefore, the bit device and the attachment device has been included in this event and added as concomitant medical products. It was further reported that the event occurred in the operating room on aug 9, 2020 and a spare device was available for use. The reporter identified the surgeon as dr. Yundt. B3: the date of event was unknown in the initial medwatch report. The date has been updated as (B)(6) 2020. D11: concomitant med products and therapy dates: bit device, attachment device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device overheated and melted the pawls. It was determined that the pawls, driven shaft, lock cylinder pawls, pawls release, and the tube housing were damaged. It was further determined that the cutter device was not secured inside the locking mechanism, therefore, the final tests could not be performed. It was further determined that the device failed pretest for cutter lock and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the body of the motor device became hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.